Event description:
It was reported that the nerve integrity monitor (nim) was being used in a parotidectomy and the nim was not giving "burst" responses or "emg" responses as expected when the surgeon was close to the nerve or dissecting alongside a nerve. Another, older version (2.0) of the nerve integrity monitor was then used to complete the procedure without injury to the patient. It was noted that the surgeon was still becoming familiar with the latest version (3.0) of the product and the systems upgrades. Patient information was requested but not provided by the user facility due to patient privacy regulations.

Manufacturer narrative:
(B)(4): the product system and accessory components were returned to the manufacturer for evaluation. The returned nim 3.0 mainframe and patient interface were evaluated by the engineering team on (B)(4), 2012 in service and repair. Service and repair supplied a probe and patient simulator to conduct the evaluation. The customer's concern could not be duplicated; no functional issues were identified with the product system. The mainframe was then evaluated by the repair technician and no fault was found with the unit system. Based on the information received and the results of the product analysis, it is likely that the user was expecting the nim 3.0 mainframe to operate more similarly to the nim 2.0 system and interpreted any differences as performance deficiencies when in fact they are not. The risk management report was reviewed and identified lack of training or instruction as a possible hazard that may result in harm to the patient or user (use error). No injury was reported in this event; therefore, the severity level of this event is lower than that in the risk management report. (B)(4). The investigation is inconclusive as the alleged failure could not be duplicated and the returned product system tested to specifications. The system received preventative maintenance and was returned to the customer. The sales representative is working with the customer user facility to provide appropriate training.

Manufacturer narrative:
Concomitant devices: patient interface (B)(4), lot #205511828; muting probe (B)(4) - lot # 0205520149. (B)(4). The device is being returned to the manufacturer for evaluation and analysis. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.